Manufacturer narrative:
(B)(4). It was reported that mesh was implanted due to stress urinary incontinence. It was also reported that following insertion the patient experienced pain, urinary/bowel problems and dyspareunia. It was reported that the patient underwent an anterior colporrhaphy on (B)(6) 2012 due to grade 1 cystourethrocele and mild stress incontinence. No additional information was provided.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2004 and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.